Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism was difficult to use . There was no report of patient impact. The following information was provided by the initial reporter: we have end users reporting that item 3116950 20gax1.25in needle will not retract when placing an IV on a patient. The most recent incident caused the patient to have to be stuck twice to place and IV. The defective item has been saved and can be sent in for investigation if needed. Please send a shipping label and return instructions.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 3116950, no deviations or non-conformances related to this issue were identified during the manufacturing process. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text: see manufacturer narrative.

Event description:
Verbatim: we have end users reporting that item 3116950 20gax1.25in needle will not retract when placing an IV on a patient. The most recent incident caused the patient to have to be stuck twice to place and IV. The defective item has been saved and can be sent in for investigation if needed. Please send a shipping label and return instructions.